Manufacturer narrative:
Device evaluation is currently in process. A supplemental report will be filed upon completion.

Event description:
Edwards received information that, while prepping the proplege coronary sinus catheter, the balloon would not inflate. Another proplege was used in its place. There were no patient complications, injury or medical intervention.

Manufacturer narrative:
Return device evaluation: the device was returned and visually inspected; there were no kinks, bends or deformities found in the catheter shaft. During inspection it was noted that the balloon inflation hole was missing. The reported complaint condition could be confirmed and a manufacturing related issue was identified. Product risk assessment was performed and a corrective action was opened to address the issue. Additional manufacturer narrative: device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. There were no non-conformances found related to the reported issue.